Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, at the implant of this pacemaker, both right atrial (ra) and right ventricular (rv) lead impedance measurements were high and out of range when the device was out of the pocket. When the device was returned to the pocket, measurements returned to within range. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the signal artifact monitor feature was programmed on.